Event description:
The customer reported leaking between a maxzero and an extension set or syringe during a 3 ml saline flush for a syringe pump infusion in the nicu. There was no patient harm.

Manufacturer narrative:
Concomitant products: 2.5ml coviden monoject syringe, ref (B)(4), lot 15l2254, exp 11/2017, 0.9% sodium chloride injection; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking between a maxzero and an extension set during a 3 ml saline flush for a syringe pump infusion in the nicu. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking between a maxzero and an extension set was not confirmed. Visual inspection, functional testing and pressure testing revealed no leaks or anomalies. Dimensional analysis confirmed all luers are within specification. The root cause of the reported leaking was not identified.